Event description:
It was reported that the patient underwent a cervical procedure at c6 to c7. The screwdriver reportedly would not be released from the screw after insertion. The screwdriver pulled the screw out of the bone instead of releasing. The doctor removed the plate and replaced it with a bigger sized plate. The procedure was completed without other complications.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.